Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B) (6) 2010. According to the complainant, a mechanical lithotripsy was performed on a very firm gallstone prior to a planned cholecystectomy. However, while attempting to crush the stone, the device pull wire broke prior to detachment of the basket tip. The gallstone and the remaining portion of the basket could not be removed from the common bile duct. As a result, a surgical procedure was successfully performed to remove the stone and basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B) (4). Additional surgical procedure. Tip won't detach. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4).

Manufacturer narrative:
A visual examination found that the outer clear sheath had been jaggedly torn near the proximal end of the sidecar. The clear sheath of the coil was found to be stressed white at the distal end of the black heatshrink. Functionally, the handle was able to be actuated, but the basket did not extend. The tip of the basket was not present and there was no indication of the basket inside the distal end of the coil. Further device analysis found that the basket pull wire was broken 4.9 centimeters from the distal end of the handle cannula. The distal end of the basket pull wire and basket were not returned for evaluation. The condition of the returned unit was consistent with the complaint incident that the basket pull wire broke. During the evaluation, the basket connecting wire was found to be broken at the distal end of the handle cannula. Therefore, the most probable root cause is the basket wire failed prior to the basket tip detaching or the stone breaking up. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, a mechanical lithotripsy was performed on a very firm gallstone prior to a planned cholecystectomy. However, while attempting to crush the stone, the device pull wire broke prior to detachment of the basket tip. The gallstone and the remaining portion of the basket could not be removed from the common bile duct. As a result, a surgical procedure was successfully performed to remove the stone and basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.